Manufacturer narrative:
Device service pending.

Event description:
The customer reported the ventilator shut off while in use on a patient in normal ventilation mode. The customer reported there was no patient harm. Completion of device evaluation and service is pending.

Event description:
The manufacturers field service engineer reported the device passed initial testing. The service engineer reported the device backup battery was not functioning. Review of the device diagnostic log noted several occurrences of 'backup battery not connected', followed by a +-24/12 volt power failure occurence. A 'backup battery not connected' message indicates to the user that the backup battery is not detected during power on self test due to a low capacity for use. The service engineer replaced the battery to address the finding. Applicable final testing was completed and passed to operating specifications. Per the operators manual, when the ventilator is powered by backup battery it will generate a non-resettable, non-silenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a non-resettable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Proper care, maintenance and testing should be performed when using battery power sources.